Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully positioned. Pre-deployment and post-deployment, the clip appeared to be at less than 20 degrees. An additional mitraclip was subsequently deployed to further reduce the mr to grade 1. There was no clinically significant delay reported.